Event description:
I been having issues since being placed with the coil as far as pain and discomfort goes, but just few months after placement I was diagnosed with an auto immune disease as well as degenerative disc disease. I have headache daily as well as no energy at all and each year gets worse and worse. My uterus is enlarged and I need a hysterectomy but need a doctor who will do proper imaging before surgery to remove the essure device so it is done right. I have stomach pain and bloat every day, joint pains as well. My hair is falling out (in my case just thinning because used to be so thick). I have gained a lot of weight with these coils and the inflammation it is causing me sucks. My blood pressure is high and heart rate goes up all the time too from anxiety my body is going through I assume because body is in fight mode against these foreign objects. Remove these coils from the market so no other women has to go through with the discomfort and health issues caused from them. Essure coils are awful!